Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.